Event description:
Reporting status: serious injury/required intervention. Reporting rationale: dissection requiring intervention. Device issue: no device malfunction has been reported. It was reported via a trial that in 2009, the pt underwent stenting of the pre-dilated lmca with a xience v stent. A distal edge dissection was noted post implantation of the first stent requiring treatment via implantations of an add'l xience v stent. The pt was discharged the following day. There is no add'l info available.